Event description:
Preoperative CT showed halos as if the ceramic liner was cracked. It was removed and checked, but it was not cracked. Since the osteosteolysis in the proximal femur was large even though it was ceramic on ceramic, surgeon asked to investigate if there was any invisible wear.

Manufacturer narrative:
Reported event: an event regarding wear/osteolysis involving a securfit stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis: "optical microscopy with magnifications up to 50x were used in this portion of the investigation. The proximal and distal surfaces of the alumina ceramic v40 head, respectively, with minor scratches/material surface marks observed. The distal surface of the shell & liner assembly intact. The proximal surface of the titanium alloy shell with the liner visible through the center hole. The side of the stem showing explantation damage. Higher magnification images of the stem trunnion and neck respectively." Material analysis: a material analysis was performed and concluded the following: "material surface marks were observed on both the proximal and distal sides of the alumina head. The surface marks were from an unknown source, possibly a result of explantation. No manufacturing related defects were observed on the device surfaces examined." -clinician review: insufficient information was provided to support a medical review. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to osteolysis and wear of devices was suspected. Visual inspection was performed as part of the material analysis: "optical microscopy with magnifications up to 50x were used in this portion of the investigation. The proximal and distal surfaces of the alumina ceramic v40 head, respectively, with minor scratches/material surface marks observed. The distal surface of the shell & liner assembly intact. The proximal surface of the titanium alloy shell with the liner visible through the center hole. The stem showing explantation damage. Higher magnification images of the stem trunnion and neck respectively." The material analysis concluded the following: "material surface marks were observed on both the proximal and distal sides of the alumina head. The surface marks were from an unknown source, possibly a result of explantation. No manufacturing related defects were observed on the device surfaces examined." The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Preoperative CT showed halos as if the ceramic liner was cracked. It was removed and checked, but it was not cracked. Since the osteosteolysis in the proximal femur was large even though it was ceramic on ceramic, surgeon asked to investigate if there was any invisible wear.